Event description:
It was reported that an asymptomatic patient presented in clinic for wound checkup nine days post implant. The right atrial lead exhibited under sensing and loss of capture due to dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.